Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin t stat assay result for one patient sample. The patient was in the ed and had serial collections performed. Sample 1 drawn at 5:57am had an original result of 0.06 ng/ml and was reported outside the laboratory. Sample 2 drawn at 7:44am had an original result of <0.01 ng/ml and was reported outside the laboratory. The doctor did not believe this result. Both samples were repeated at approximately 9:00am and the results were: sample 1: 0.06 ng/ml. Sample 2: 0.07 ng/ml from a pour off tube. This result was believed to be correct. The result from a third sample drawn from the patient at 12:57 pm was 0.05 ng/ml. The patient was not adversely affected. The reagent lot number was 15349101 with an expiration date of 06/30/2017. The customer was not using the recommended sample tube rack adapters. The field service representative could not determine a cause and was unable to duplicate the issue. He stated the customer had suspected a bubble in the tube. However, the customer had confirmed there were no air bubbles on the second sample. The field service representative ran performance testing which failed. He ran probe adjustments and adjusted the bead mixer speed. He ran performance testing again which passed and a blankcell calibration which passed. The customer successfully calibrated all tests and all qc passed. A specific root cause could not be identified. Possible root causes include the customer not using the sample tube rack adapters which would allow the sample tube to lean in the rack and potentially cause a sampling issue, a slightly bent bead mixer, or misadjustment of the probe.